Event description:
The user facility reported a water leak from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the cooling line to be broken and leaking. The technician repaired the sterilizer and confirmed it to be operational.